Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was admitted for ventricular tachycardia resulting in device discharge, which shocked patient into ventricular fibrillation. A second discharge converted patient into sinus rhythm. Labs showed an elevated troponin. Patient¿s medication was changed and was discharged home.